Manufacturer narrative:
5/29/1998- without a sample for evaluation, the reported internal leak of the dialyzer is unconfirmed. The leak was found during the initial use, after pre-processing when the dialyzer passed leak testing. There were no other complaints with this lot from this facility and no similar complaints received from all customers reporting. There were bubble point fractures(leak testing)in production, however these were docummented and discarded. All dialyzers are leak tested prior to their release. Co has provided the customer information on the safe return of used samples for future evaluations. Co will continue to monitor incoming complaints and follow-up appropriately if a significant trend develops.

Event description:
Internal "blood"leak reported on first use of pre-processed dialyzer. Leak found at 25 to 30 minutes after treatment initiated. There was discard of the extracorporeal circuit due to the leak, estimated blood loss 230 ml. The pt tolerated the incident without adverse effect; no medical intervention was required, hematocrit was stable. Actual dialyzer is available for evaluation, instructed to reprocess and rinse with water for shipping. MDR filed on reported blood loss.